Manufacturer narrative:
Product complaint # (B)(4). The product lot number is not available. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 2954740-2019-00544, 3008264254-2019-00546. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿an optimal visualization of a cerebral aneurysm without interference of other arteries by using modified double microcatheter technique during endovascular embolization.¿ a (B)(6) year-old female patient with subarachnoid hemorrhage from anterior communicating artery aneurysm who underwent aneurysm coil embolization wityh orbit galaxy fill,orbit galaxy xtrasoft, delatapaq coils has developed symptomatic cerebral vasospasm in the 10th day of illness, percutaneous cerebrovascular expansion and lumbar - abdominal cavity surgical arteriovenous shunt for hydrocephalus on the 25th day of illness was performed.